Event description:
A everflo device was returned to a third-party service center for service. There was no report of serious or permanent harm or injury. There was no report of medical intervention. During the evaluation of the device at third-party service center, the service observed pca short circuit - fuse and resistor blown. Replaced pca.